Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of the inability to connect a two-piece connector is inconclusive due to the state of the returned sample. One 4 fr two-piece groshong nxt connector was returned for evaluation. An initial visual observation showed use residue on the returned sample, and the connector pieces were returned not assembled. The locking arms of the proximal connector piece were observed to be damaged. Some slight damage was observed on the catch slots of the distal connector piece. A microscopic observation revealed the locking arms of the proximal connector piece were slightly curved and twisted. Deep, patterned grooves were observed near the distal end of the locking arms. The location, shape, and extent of the damage on the locking arms of the returned proximal connector piece suggest mechanical damage caused by contact with a metallic instrument such as forceps or hemostats during use. However, due to the state of the returned sample, it was not possible to determine if the connector was unable to connect securely prior to the mechanical damage to the proximal connector piece. H3 other text : device evaluation findings are in the manufacturer's note.

Event description:
It was reported that the proximal segment of the catheter connector and the oversleeve (distal segment of the catheter connector) could not be connected. Another new catheter connector was replaced. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reex3435 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the proximal segment of the catheter connector and the oversleeve (distal segment of the catheter connector) could not be connected. Another new catheter connector was replaced. There was no reported patient injury.